Event description:
Customer reports a pt presented with bleeding five days following a previous repair for the same symptom of post-op bleeding. The surgical site was closed with nylon suture in an office procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two reports as two separate events occurred. See medwatch #2210968-2006-00675 and #2210968-2006-00676 for both reports. The same pt is represented in both reports. It cannot be determined if the same suture is involved in both reports.